Event description:
It was reported that a pump experienced a non-resettable malfunction referred to as malf 21. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy, and cts arranged for a replacement pump to be sent. They advised the customer on how to store and return the malfunctioning pump and provided clear instructions for the receipt of the new device.